Manufacturer narrative:
Medtronic investigation of returned suspect device finds that the lemo connector, cable, and coil housing are all in good shape. No obvious physical damage was observed.the field generator passed the pegboard test with an error of 1.777mm. Fully functional.testing was unable to replicate the reported issue. As previously reported the part was replaced to resolve the issue. No further relevant issues reported.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On (B)(6) 2015 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Emitter acting intermittently as though a connection problem exists internally. Medtronic representative installed replacement emitter and performed system checkout. All ok. Verified accuracy during navigation. Issue resolved. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported a site's navigation system emitter with physical damage. No further details regarding the damage, or how it occurred, were provided. Replacement emitter was requested. There was no patient present when this issue was identified.